Event description:
It was initially reported by the physician that he wanted information on vns causing esophageal erosion. No additional information was provided. Patient's name was not given. Good faith attempts to obtain additional information has been unsuccessful to date.